Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented to the doctor's office after a transtelephonic monitor observed a magnet rate of 86.2 ppm. The magnet rate via the programmer was 83.5 ppm. Measured battery data was 2.46v, 15 kohms and dashes (---) for current drain. Multiple attempts to restore current drain values were unsuccessful. Subsequently, the device was replaced.